Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Insulin squirted out during manual prime. Customer's blood glucose level was 160 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump had cracked case at the display window corners, broken belt clip slot and minor scratches on the lcd window.